Manufacturer narrative:
Analysis of the implantable neurostimulator (ins, model#: 37601, serial#: (B)(4)) found the device in a "lock-up" state, therefore, no telemetry could be obtained using an 8840 clinician programmer, patient programmer, insr or rx1 lab programmer; telemetry n information (tni) error codes of 590 <(>&<)> 591 were observed on the insr, which indicated a poor telemetry environment and that the antenna was too far away/needed repositioning. No output was observed on any electrode pair. After cutting open the ins, communication was checked again and telemetry was restored. At this point, the initial review and trace report were pulled from the device. The measured battery voltage was 2.92 volts. The functionality of the device was tested and good, stable output was observed on each electrode pair. The ins possessed characteristics of an MRI lock up condition, but the condition could not be verified once the telemetry was restored.

Event description:
It was reported the patient had an MRI and the implantable neurostimulator (ins) entered "telemetry lock-up" and showed error codes. It was required that the ins be explanted. Patient outcome was not provided.

Manufacturer narrative:
Implanted: product ID 37642, lot# serial# (B)(4), explanted: product type programmer, patient product ID 3 7085-60, lot# serial# (B)(4), implanted: (B)(6) 2011, explanted: product type extension product ID 37085-60, lot# serial# (B)(4), implanted: (B)(6) 2011, explanted: product type extension product ID 3387s-40, lot# v585792, serial# implanted: (B)(6) 2011, explante d: product type lead product ID 3387s-40, lot# v541017, serial# implanted: (B)(6) 2011, explanted: product type lead. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.

Event description:
Additional information showed the patient's ipg was replaced. The patient recovered without sequela.